Manufacturer narrative:
One cadd cassette reservoirs was returned for analysis. The returned sample consist of one product of p/n 21-7302-24 and the sample was received in used conditions without its original packaging. The sample was received with a syringe connected. During investigation, the sample was visually inspected, at a distance of 12" to 24" and normal conditions of illumination and no discrepancies were found. Functional testing was performed by using a syringe to infuse water into the ay bag and no leakage was detected. The customer's reported problem could not be duplicated. No root cause could be determinate since the complaint was not confirmed. No fault found.

Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that a smiths medical cadd medication cassette reservoir was leaking between the cassette and the medication bag. It was reported that the issue was found during filling of the cassette and subsequently the cassette was not used. No adverse effects were reported.